Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for one day for the peritonitis; then discharged to continue pd therapy at home. The patient was treated with vancomycin (1 gm, ¿used one day¿, route and frequency not reported). On an unreported date, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was reported dianeal therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.